Event description:
Per the clinic, the patient experienced swelling around the implant site, which resulted from migration of the receiver/ stimulator. The patient underwent revision surgery (date not reported) to correct the issue. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2012. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent surgery on (B)(6) 2012 to reposition device.this report is filed (B)(4), 2013. (B)(4): implanted device remains.